Event description:
It was reported on (B)(6) 2012 that a vns patient had a grand mal seizure while riding the school bus however the bus driver was not trained on how to use the magnet to abort the seizure so she was requesting some training. The patient has had grand mal seizures before but it is unclear whether or not this was before or after the patient was implanted with vns. Good faith attempts to obtain additional information have been unsuccessful to date.